Manufacturer narrative:
The replaced oxygen gas module was not returned for investigation nor were the device log files provided for evaluation. The reported gas supply test failure during the pre-use checks tests, and during the o2 sensor sub-test, was according to information from our field service engineer (fse), caused by the oxygen gas module. The replaced gas module as well as the device log files have not been received, despite several reminders being sent requesting they be provided for further evaluation. The root cause for why the oxygen gas module failed has not been determined from this investigation.

Event description:
(B)(4).

Manufacturer narrative:
(B)(6). The exchanged oxygen gas module and the ventilator's log files have been requested back for investigation and evaluation. A supplemental medwatch report will be submitted when the investigation is completed.

Event description:
It was reported that the ventilator failed the o2 sensor sub-test during the pre-use checks tests. The oxygen gas module was replaced and the problem was resolved. There was no patient involvement. (B)(4).

Manufacturer narrative:
Our investigation into this case is updated, as an o2 gas module was finally received from (B)(4). The returned part underwent simulated-use tests in a reference ventilator system. The conducted pre-use checks tests did not reproduce the customer description in regards to the unsuccessful o2-sensor/cell sub-tests, but instead, several other sub-tests were failing. This indicated that the gas module wasn't opening up the gas flow. Visual examination concluded that the gas module had a bent feather spring in the nozzle unit, which is part of the yearly required preventative maintenance of the gas module. The nozzle unit was replaced with a new one, and again simulated-use tested however, now the nozzle unit demonstrated successful tests results. The nozzle unit is part of the gas module and regulates the inspiratory gas flow to the patient. It consists of a membrane, a mouthpiece, and a feather spring. The membrane in the nozzle unit is pressed against a mouthpiece, with a feather spring, to regulate the gas flow through the gas module. If the feather spring is broken, gas will leak into the patient circuit causing failures during the pre-use checks tests and, if to occur during ventilation, a high pressure alarm will be generated if users' set limit is exceeded. Based on the investigation results, and the information on how the issue was solved when the gas module was replaced, this indicates that the o2 sensor/cell sub-test failure was likely caused by this nozzle unit and due to an incorrect mounting/service on/into the device at the time.

Event description:
(B)(4)